Event description:
It was reported that a flogard infusion pump presented a door open alarm on channel 2. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the door open alarm, confirming the reported condition. The cause of the door open alarm was determined to be an out of position door magnet sensor. To correct the condition, the door sensor position was corrected. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.